Event description:
It was reported that during the procedure, the physician was not able to move the subject stent forward or backward within the catheter under fluoroscopy. When the physician tried to withdraw/manipulate the subject stent delivery wire, the subject stent deployed prematurely within the patient vessel. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date - added. D4 expiration date - added. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the as reported "stent difficult/unable to advanced or pullback through catheter" and "stent deployed prematurely during use".

Event description:
It was reported that during the procedure, the physician was not able to move the subject stent forward or backward within the catheter under fluoroscopy. When the physician tried to withdraw/manipulate the subject stent delivery wire, the subject stent deployed prematurely within the patient vessel. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.